Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) /2017 the receiver displayed low transmitter battery. No additional event or patient information is available. The complaint states the patient experienced low transmitter battery. Data was returned and evaluated. The reported event of low transmitter battery could not be confirmed via data. A root cause could not be determined. Based on the investigation results this issue has been upgraded from non-reportable to reportable.